Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 4 months, and 16 days after the transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, there was valve calcification and stenosis that required re-intervention. The patient will be scheduled for a valve-in-valve procedure. Subsequently, additional information was received from the valve clinic coordinator (vcc). According to the vcc, the patient had a syncopal episode and some progressive exertional symptoms. The computed tomography (CT) tavr scan showed there was dense calcification in the aortic valve leaflets of the tavr valve. There was also aortic valve stenosis. The aortic valve calcium score was 902.5. On echocardiography, it was noted that the 23 mm sapien 3 valve was well seated. There was moderate to severe stenosis and moderate regurgitation. The maximum velocity (vmax) was 4.9 m/s (seen up to 5.4 m/s), the aortic valve area (ava) was 0.6 cm2, the mean gradient was 61 mmhg, and the dimensionless index (di) was 0.25.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. As noted, the patient has a history of hypertension and hyperlipidemia. Patients with these comorbidities may have an increased risk of developing valve calcification. Although a definitive root cause was unable to be determined, investigation results suggest that progression of the patient disease process may have contributed to the valve calcification that requires intervention. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.